Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: during investigation, the pump was returned with corrosion in the battery compartment. The battery compartment was cracked above and below the bumper pad. The returned battery cap threads were stripped and it was unable to attach to the pump. A test battery cap was able to attach to the pump. The pump had no auditory and vibratory alarms, and a blank display. The pump history and black box were unable to be downloaded. The investigation was unable to be completed due to no power to the pump. A leak was found in the battery compartment. The pump cover was removed to find no evidence of internal moisture on the printed circuit board or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.